Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was implanted approximately a year ago and was benefitting fully from the device. However, for the last month the patient has not been responding to sound. The patient's parent reports the degradation in hearing to be a gradual decline. No injury or change in health is reported.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics that is typical for severe external impact to the housing. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient was implanted approximately a year ago and was benefitting fully from the device. However, for the last month the patient has not been responding to sound. The patient's parent reports the degradation in hearing to be a gradual decline. No injury or change in health is reported. The patient was re-implanted.

Manufacturer narrative:
.

Event description:
The patient was implanted approximately a year ago and was benefitting fully from the device. However, for the last month the patient has not been responding to sound. The patient's parent reports the degradation in hearing to be a gradual decline. No injury or change in health is reported. The patient was re-implanted.